Manufacturer narrative:
Eval results: other - visual inspection of the returned product found a piece of one haptic torn off. There was evidence of clear surgical residue. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated the surgeon implanted an 12.0mm implantable collamer lens in 2008 in the patient's left (os) eye. The lens was explanted two weeks later, due to inadequate vaulting. The lens was exchanged for a longer lens.